Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 pro. There was no harm or injury reported. The device was returned to the manufacturer's product quality investigation lab for evaluation. During the evaluation the technicians did not observe any ventilator inoperative errors in the log. Max reboot errors were observed. The alarm log record did display ventilator inoperative alarms, which could have been triggered by the max reboot errors. The error were logged as year 1970, therefore error log corruption is suspected. No repairs were performed to the device and it was scrapped accordingly.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 pro. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 is substantially similar to the bipap a40 pro and will be reported in the united states under bipap a40 501k number: k121623.